Manufacturer narrative:
Device returned to manufacturer: a visual examination of the stent found signs of stent damage. Distal section of the stent lifted, pulled and stretched distally, extending past the distal tip. The undamaged stent outer diameter was measured using a snap gauge and the results were within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on analysis completed 18sep2020. It was reported that stent delivery system was unable to cross the lesion. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. This 24 x 3.00 promus premier select was selected; however, the stent delivery system did not pass through the lesion. There were no patient complications reported. Upon device return and analysis, stent damage was noted.